Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The surgeon was unwilling to complete the follow up questionnaire. (B)(4).

Event description:
A user facility reported a patient with posterior capsule opacification and opacification of the intraocular lens (iol) five years following implant surgery. In a follow up with the surgeon, he reported that he felt this was most likely to be deep and superficial glistenings and not opacification. The surgeon was unwilling to complete the follow up questionnaire.